Event description:
The surgery center reported to the consultant: before a procedure the electric pen drive was put together and would not work: turn on. The technician went to attach the drill burr attachment and it would not hold or lock to the pen drive. This is one of 2 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device history review showed no immediate manufacturing issues and the device met specifications upon release for sale. A raw material evaluation is not required for this product as the manufacturing evaluation investigation has determined this to be indeterminate. (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.